Manufacturer narrative:
During follow up with the key market, it was reported patient was not asphyxiated. The patient's oxygen did not drop, and the patient did not show other clinical signs or symptoms of hypoxia related to the issue. No medical intervention was required. If new information becomes available, the case will be reopened and a follow up submission done.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an alarm that prompts that the patient's respiratory circuit was blocked, and occasionally reports asphyxia. The impact to the patient is reported as ¿delay treatment.¿ the device was in clinical use when the issue occurred; however, no further details were provided by the key market regarding the patient status. Further information is needed to clarify the details of this complaint. Insufficient information is available to determine the resolution of the event. During a follow up with the key market, it was reported that there was an issue with the main board; however, the customer declined further service from philips and had the device repaired by a third party. No further details were provided, and it could not be determined if the customer's issue was resolved. No parts were returned for failure investigation.